Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Medical records review: the patient with history of deep vein thrombosis and spinal stenosis needing major spinal surgery was scheduled for inferior vena cava (ivc) filter deployment. The right internal jugular vein was accessed and the ivc filter was deployed over the body of l2 and below the renal veins. Follow up imaging demonstrated the filter tilted 15 to 20 degrees. Approximately two weeks post filter deployment, multiple devices were unsuccessful at retrieving the filter. A 15-mm snare was used to grasp the top of the filter and the device was removed. The patient tolerated the procedure well. Investigation summary:the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the medical records received, the investigation can be confirmed for filter tilt and retrieval difficulties. Per the medical records, the filter appeared to be tilted 15 to 20 degrees to the patient¿s right side. Multiple snares were used to retrieve the filter but were unsuccessful. Therefore, it is possible that the filter tilt could have contributed to the alleged retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before orthopedic procedure. At some time post filter deployment, the device was removed. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Bard meridian filter was deployed at the level of l2 without any difficulty for a patient with high risk of deep vein thrombosis and required a major spinal surgery due to spinal stenosis. Follow up imaging showed no extravasation and appear in good position although there was some tilt to the patient¿s right side. After, fifteen days, attempts were made to remove the tilted filter, since the patient continued to have abdominal discomfort. Ultrasound guidance was obtained through the right internal jugular vein. A 5 french sheath was placed and exchanged over an amplatz wire for a 11 french sheath. Multiple snares including 20-mm snare, a 6 x 10 nm triple snare and a 5-mm snare were used, still went unsuccessful. A 15 mm snare was then obtained, and it easily grasped the top of the filter which was then easily withdrawn into the sheath and removed. Therefore, the investigation is confirmed for positioning issue of the filter, and retrieval difficulties. However, the investigation is inconclusive for filter tilt. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, b7, g3, h6 (device, conclusion). H11: b3,g1, h6 (result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before orthopedic procedure. At some time post filter deployment, the device was removed. The current status of the patient is unknown.